Event description:
It has been reported to us that while attempting to insert the aspiration catheter into the pt for a second aspiration, the aspiration catheter separated. The physician inserted the pre-dilatation balloon catheter into the pt and dilated the vessel. The physician inserted the aspiration catheter, and the shaft of the aspiration catheter kinked. The physician removed the aspiration catheter and attempted to insert the aspiration catheter through the touhy borst adapter, and the shaft of the aspiration catheter separated. The physician removed the aspiration catheter and replaced it with another to complete the case. The pt is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.